Event description:
It was reported via phone call that the customer passed away at home. The cause of death was heart failure and diabetes complications. The caller stated that the customer had diabetes complications that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller the insulin pump was returned in (B)(6) 2015.